Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image noise due to damage on the scope connector, the nozzle had foreign objects, water tightness was lost due to a pinhole on the channel tube, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cloudy white, the adhesive on the bending section rubber was chipped, water removal was reduced due to clogging of the nozzle, the adhesive around the objective lens was peeled, the light guide lens was cracked, the adhesive around the light guide lens was cloudy white, the distal end cover was dented, and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a compromised image. The issue was found during pre-use inspection. Inspection and testing of the returned device found the nozzle was clogged by foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.